Event description:
The patient underwent angioplasty with the subject balloon and stenting procedure of the internal carotid artery (ica) aneurysm. It was reported 6 hours post procedure, the patient experienced an eye stroke. According to the physician, the eye stroke was caused by the subject balloon. Patient vision is now cloudy. No further information is available.

Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number is unknown. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The analysed event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analysed event. The reported ¿patient complications¿ and ¿patient stroke¿ are documented in the transform dfu as observed/ anticipated adverse events. The issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, therefore an assignable cause anticipated procedural complication will be assigned to the reported ¿patient complications¿ and ¿patient stroke¿. It cannot be determined that the reported ¿balloon failed to inflate¿ caused the stroke and complications. An assignable cause of undeterminable will be assigned to the reported ¿balloon failed to inflate¿, as the product was not returned, and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The patient underwent angioplasty with the subject balloon and stenting procedure of the internal carotid artery (ica) aneurysm. It was reported 6 hours post procedure, the patient experienced an eye stroke. According to the physician, the eye stroke was caused by the subject balloon. Patient vision is now cloudy. No further information is available.